Event description:
Follow up information was received in 2010, from a previously submitted MDR (1224732-2009-00056). This MDR is being created to capture the specific follow-up information received for one of the patients described in a literature article who received osigraft as part of a study in another country (application of rhbmp-7 and platelet-rich plasma in the treatment of long bone non-unions: a prospective randomised clinical study on 120 patients), published in injury, int j care injured (2008) 39, 1391-1402). The follow-up information received from a colleague of the surgeon stated that one patient suffered a trauma (unspecified) after his surgery which caused failure to heal. The reporter stated that the failure to heal was not related to osigraft. No patient demographics or additional details were provided; however, the surgeon's colleague stated that no anaphylactic, immunologic, respiratory or metabolic problems were observed in any of the patients who received osigraft. Additional information will be requested.

Manufacturer narrative:
.